Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a patient disconnect alarm. The device was in clinical use when the issue occurred; the device was removed from service without incident. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a patient disconnect alarm. The biomedical engineer reported that the device had a patient disconnect alarm activated with leakage. A service engineer (se) evaluated the device and reported that there were no issues observed with the device. The se completed a performance verification test, and the device passed all requirements. The device was returned to service.